Manufacturer narrative:
Device returned. Occupation: synthes rep. A review of the device history record: device history lot. Part # 321.133. Synthes lot # 5351427. Supplier lot # 568937j06. Release to warehouse date: 30 oct 2016. Supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary service & repair evaluation: the repair technician reported the device failed in calibration. Torque test failed low is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 23-aug-2019. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 21. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during testing at service and repair, a torque limiting handle/quick release hexagonal coupling was found that this device failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).